Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. After analysis of the instrument and instrument data, the fse determined that the cause of the discordant calcium ca_2 results was a bad valve, tubing and connector associated with the reaction tray washer (wud) dispense nozzle number 5. These parts, and the mixer rod were replaced. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant calcium ca_2 result was obtained on an advia 1800 for one pt. The result was called to the emergency dept. The technologist then realized that this result appeared unusual and ran the sample on another advia 1800. Within half an hour the technologist made the correction in the computer and contacted the emergency dept with the corrected value. There was no report of adverse health consequences or intervention due to the discordant ca_2 results.